Manufacturer narrative:
The device was evaluated. Corrections included replacing connections on the e-lan switch. All communication restored.

Event description:
Customer reported an issue with the panorama central station which may have affected telemetry monitoring. No pt injury was reported.